Event description:
The clinician encountered difficulty when inserting the catheter. When ready to discontinue the catheter, resistance was met, the clinician tugged forcefully, and the catheter broke. The distal fragment of the catheter remained in the patient. Removal of the fragment was planned, but as 05/07/97 it was not known whether it had been done. No patient harm or ill effects were reported.